Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. The patient indicated that they had their spinal cord stimulator (scs) implanted in (B)(6) 2016 and approximately 3 months ago their battery died and cannot be recharged. They met with a manufacture representative (rep) and everything is set to have it replaced. However, the patient noted that they have had problems with this battery since the beginning. They met with a rep several times then gave up. No further complications were reported/are anticipated.